Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# va13usg, implanted: (B)(6)2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the patient¿s lead was pulled out of position when it was being hooked up to the ins. The system was used for the past year with different programming, but it didn¿t work. A lead revision was performed and a new lead was placed on (B)(6)2017 in the brain which was capped and internalized. The left ins was reportedly still present but disconnected from the lead and extension. No further complications were reported. The patient was implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va13usg, implanted: (B)(6)2016, product type; lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that an MRI was being done to check the lead placement as they have had a difficult time programming the patient since their last lead revision. Caller stated the revision was done to adjust lead placement. There were no symptoms reported. There were no further complications reported.